Manufacturer narrative:
One package with 165 unused accu-chek safe-t pro lancing devices was received. All devices were tested and the reported failure of a protruding lancet was reproduced with seven of the lancets. The seven failing lancets were disassembled and investigated with a stereo microscope. No abnormalities could be observed which would cause or contribute to the allegation. The issue is known and has been previously investigated. The investigation showed that in rare cases, the internal wings of the lancet which intentionally break during the lancet release, might jam the lancet's guiding channel and imped the lancet retracting back into the lancet housing. A use error could be excluded. The medical risk is small and remote.

Manufacturer narrative:
(B)(4).

Event description:
The point of care coordinator (pocc) reported a nurse was accidentally stuck by a safe-t-pro lancet that did not retract back into the device after it was used on a patient. The nurse was treated by disinfecting and then applying a bandage to the stick site. No adverse event was reported. The nurse and the patient involved are in the process of being tested for any infectious diseases. The customer had no knowledge of any infectious disease exposure at the time of reporting. The suspect lancets were requested to be returned for investigation. Replacement product was sent.